Manufacturer narrative:
H10: one actual sample was received for evaluation without a cap. A visual inspection with the naked eye and magnification noted a damaged female connector. Clear passage and clamp function testing were performed with no issues noted. Functional leak test was performed which observed a leak beneath an in-lab minicap. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked; further described as "iodine leak from the connection between transfer set and minicap". This occurred during use of the device for peritoneal dialysis therapy. There was no damaged reported. There was no patient injury or medical intervention associated with this event. No additional information is available.